Event description:
The customer sent in the device for repair of the touchscreen display which had a crack. The device was being repaired at the philips repair bench for an issue not related to audio. The customer did not report an audio symptom when the device was sent to philips for repair. The "no audio" for this device was only found after bench testing was performed on the device. The audio issue was identified post repair per info batched by the bench repair technicians of issues that had been identified with "no audio" at the repair bench. There was no pt involvement. There was no report of a pt injury or harm.

Manufacturer narrative:
(B)(4).